Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had her pump replaced in 2009. She went in for her third pump fill (B)(6) 2010 at the same concentration and same dose with this new pump. By 10:30 that night, she presented into the emergency room with somnolence, low blood pressure and low heart rate. These symptoms started about an hour after her refill. She was admitted into one emergency room in the evening and then into another the next day. They interrogated her pump. They had filled the pump with 37.5 ml and aspirated out 36 ml and then refilled her pump again. The pt did not have a pt monitor (ptm), but the nurse practitioner felt that she perhaps was given some kind of a bolus and that was how she presented with the bradycardia. She recovered fully without any significant damage. The pump contained morphine at a concentration of 20 mg/ml and a dose of 8.5 mg/day. Bupivicaine at a concentration of 20 mg/ml and a dose of 8.5 mg/day and clonidine at a concentration of 30 mcg/ml and a dose of 148 mcg/day. Additional info has been requested, but was not available as of the date of this report.